Event description:
It was reported by repair work order that the side rails could not be latched in the up position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was confirmed with the service technician that this unit had no functional defects and was performing to specification. This complaint was created in error.

Event description:
It was reported by repair work order that the side rails could not be latched in the up position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.